Event description:
The consumer via a manufacturer representative reported that after about 18 months of having their device, the patient complained of a shocking sensation across their midline abdomen. The patient did not recall any trauma to the location that corresponded to the onset of symptoms about 3 weeks ago. All impedance readings on both leads were within range and they were waiting on an ap x-ray to confirm placement and lead integrity. The action taken to resolve the shocking was that they turned the voltage lower. No cause of the shocking was determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.